Event description:
The rptr indicated that the diagnosis was corrupted. Itp/ubq perfformed for message received re: clock=reset, reviewed histogram-program profile with loss of communications secondary to wand movement. Inq=saw eri message, programmed rate to 70 ppm to clear it. Itp=bins showed 70-240, 240-180, 260-300. After a back-up reset was done, normal behavior was observed.